Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps (B)(6) reported inaccurate cuts. Case type : tka. Update: "any surgical delay? Had to re-cut. 5 min. Was the case cancelled? No. Was procedure completed successfully? Yes. Was procedure completed manually? No. Was the patient under anesthesia at the time of the issue? Yes."

Event description:
Case number: (B)(4), rob100- mps reported inaccurate cuts. Case type : tka. Update: "any surgical delay? Had to re-cut. 5 min. Was the case cancelled? No. Was procedure completed successfully? Yes. Was procedure completed manually? No. Was the patient under anesthesia at the time of the issue? Yes".

Manufacturer narrative:
Update to b2, b5 and d2. Reported event: case number: (B)(4), (B)(6) mps reported inaccurate cuts. Case type : tka. Update: "any surgical delay? Had to re-cut. 5 min. Was the case cancelled? No. Was procedure completed successfully? Yes. Was procedure completed manually? No. Was the patient under anesthesia at the time of the issue? Yes". Device evaluation and results: per work order: performed system test and found no issue, checked transmission cable values and performed kinematic calibration. System is cleared for clinical use.system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 05/28/10 1 device was inspected and 1 device was placed on: npr. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed as alleged via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.